Event description:
A (B)(6) male pt's nurse contacted zoll customer support to report that the patient's monitor would not power on. The patient was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (won't power on) was confirmed. As received, the monitor would not power on. Upon eval, there was corrosion on the j2008 connector on the auxiliary board. The cause of the inability to power on is a shorted +5v power supply. The cause of the shorted power supply is the corroded j2008 connector. The root cause of the corrosion cannot be positively identified but is likely liquid ingress. No adverse event resulted from the defective monitor. The patient received a replacement monitor.